Event description:
It was reported that a malfunction occurred with the pump, specifically related to the pump's battery dying. Blood glucose level did not exceed 500 mg/dl, indicating no adverse impact to the customer¿s blood glucose level. The resolution involved the customer following up if the issue persisted, as no definitive fault ID was identified due to the pump's battery issue.